Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to bacteremia and cied system/pocket infection. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician chose a spectranetics 16f glidelight laser sheath to begin the extraction. Ten minutes into the procedure, while the glidelight was advancing down the distal portion of the superior vena cava (svc), there was an immediate drop in the patient''s blood pressure. Rescue efforts began, including rescue balloon, bypass and sternotomy. An svc perforation was discovered and successfully repaired. The rv lead was not removed. The physician did not attempt to unlock the lld from the rv lead prior to cutting and capping both the rv lead/lld, which remained in the patient (MDR #1721279-2022-00100). The patient survived the procedure. This report captures the 16f glidelight in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.